Event description:
The event is reported as: complaint description: the stapler jammed during use in the procedure. The event caused no harm to the pt. Another stapler was used to continue the procedure. No pt injury reported.

Manufacturer narrative:
A visual inspection of the picture received was performed and "jamming during use" was not observed. No other defects were found. A device history record (DHR) review did not show any issues related to this complaint. Assessment was conducted and no changes required. From the picture the reported defect "jamming during use" was not observed, therefore, the complaint cannot be confirmed and a conclusive root cause cannot be determined until the sample is available. However, the MFR will continue to trend relating complaints.